Event description:
The initial report did not have the correct event type documented, the correct event type, serious injury, is provided in this follow-up report.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part # 441.682s. Lot # 193l338. Manufacturing site: werk selzach logistik . Release to warehouse date: 20.june.2023 . Expiration date: 01.june.2033. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 441.682. Non-sterile lot # 5698p90. Manufacturing site: werk selzach logistik. Release to warehouse date: 17.may.2023 supplier: depuy (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Corrected data: h10: related reports added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The implant malfunctioned due to it fracturing during placement. Themalfunction did not cause or contribute to a death or serious injury.